Manufacturer narrative:
Occupation is lay user/patient. The customer did not return the test strips.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested on coaguchek xs meter serial number (B)(4). The patient initially tested at 8:48 a.m. With a result of 3.9 inr. The patient re-tested at 8:53 a.m. With a result of 2.4 inr. The patient re-tested with the same finger at 8:56 a.m. With a result of 2.0 inr. No treatment was required. The patient's therapeutic range is 2-3 inr. There was no allegation that an adverse event occurred due to these results. The patient is in overall good health. The patient may be anemic. The patient does not have anti-phospholipid antibodies, is not on heparin or other direct thrombin inhibitors and has not had any changes in diet. The patient is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The returned meter was tested with the current master lot of test strips. Level 2 bulk controls were used: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.4 - 3.6 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. The results alleged by the reporter were not observed in the meter memory. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.